Event description:
The customer reported she wanted to know if she can cancel bolus, her blood glucose was 556 mg/dl and took manual injection and she forgot about it. Customer mentioned that her site must have gone bad that's why she had high blood glucose. She stated it was fine in the morning and currently was bad. The customer was advised that when we resumed the insulin pump the basal rates will resume and not the bolus that was suspended. Customer will call back since she was at work. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).